Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an unknown "ER" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 7am. The cca was advised the patient manages her diabetes with metformin pills (1000 mg 2x daily) and byetta injections (10 mcg 2x daily). It is not known what action the patient took at the time of the alleged issue. A day or so after the start of the alleged issue, the patient claimed she felt shaky, had a headache, had blurred vision and "decreased hearing." On (B)(6) 2011 at 430pm, the patient visited her physician's office and obtained a blood glucose result of "157 mg/dl" with the physician/ clinic meter. The physician advised the patient to begin increasing her usual dose of medications. At the time of troubleshooting, the cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.